Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device is broken and therefore the image is green, with a cause traced to component failure. For the damaged fiber bonding in the outer tube area (distal end) and the dented outer tube, both are due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited charged coupled device is broken, fiber bonding in the outer tube area (distal end) is damaged, outer tube has a dent and image is green. There was no patient involvement.